Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, there was noise on the bs ECG's and ic recordings when used the cables (B)(4). After following up with the customer it was stated that the noise was bad and it was very difficult for the physician to interpret the bs ECG's and ic recordings. The physician was able to complete the procedure with the noise issue present but he worked through quickly.

Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, there was noise on the bs ECG's and ic recordings when used the cables (cw-5408-15n), (cw-5409-15n) and (cw-5407-15n). The physician was able to complete the procedure with the noise issue present but he worked through quickly. A replacement of bs ECG cable was sent to the account and it resolved the issue. After replacing it, the system was found operational. The DHR associated with carto 3 # (B)(4)was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. An internal corrective action was opened to address the issue related to bs ECG cables failures in the field.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).